Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed that malfunction did not recur, advised caller to continue using pump, and instructed caller to call back if any malfunction code recurred, which caller acknowledged and understood.